Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and metallosis. A metal femoral head and poly liner were revised to a c-taper biolox head and sleeve, and a new poly liner (rep confirmed there are no allegations against the liner). Rep reported that no further information will be available.